Event description:
Caller reported a malfunction on the pump, and no notable events occurred prior to the issue. The customer¿s blood glucose level did not exceed 500 mg/dl, indicating there was no adverse impact. Technical support provided assistance with resetting the pump, after which the malfunction code did not recur. The customer was advised to continue using the pump and instructed to call back if any issues arose again, which was acknowledged and understood.